Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements and noise. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited out of range shock impedance measurements. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements and noise. This rv lead remains in service. No adverse patient effects were reported.